Manufacturer narrative:
One device was returned for repair with complaint that device failed accuracy test. Visual inspection found downstream occlusion (dso) sensor nub dents. Primary problem was confirmed with failed accuracy testing. The cause is the expulsor is out of specification. Trimmed expulsor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy by 7.7%. There was no patient involvement.